Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate auto mode switch episodes due to ra lead noise were observed. Physician elected to make no changes and leave the lead functional. Patient condition was good after the event.